Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 44662. They instructed patient to remove the batteries and restart the pump. The pump then started to alarm remove and reattach cassette. They attempted to restart the pump several times, but the pump continued to alarm. They then had the patient turn the pump off clamp the tubing and call clinic. Reservoir volume displayed 0 ml, but the pump was not empty. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.